Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of transient ischemic attack (tia) is a known observed and potential patient effect as listed in the emboshield nav6 instruction for use. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The treatment with medications was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the carotid artery. An emboshield nav6 embolic protection system (eps) was advanced without issues. A 9tx30mm xact carotid stent was advanced and deployed without issues. The stent delivery system and the eps were removed without issues. The introducer sheath was being removed; however, the patient was unable to wiggle their hand when asked to, their eyes were not tracking, and the patient could not speak. The patient was administered 2mg of blood thinner and the symptoms resolved. It was reported that the patient possibly had a transient ischemic attack. There was no clinically significant delay in the procedure. No additional information was provided.